Manufacturer narrative:
Results: 50 samples were returned for evaluation. Functional testing and inspection of the returned samples did not confirm the defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5201028. Conclusion: samples were returned from the customer in support of this complaint. Based on the returned samples, bd was able unable to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a bd vacutainer® eclipse¿ signal¿ blood collection needle 21g 1.25 in had blood leakage at the needle. The tube did not easily fill and appeared to be filled with air. It was reported that the user tried to disconnect the tube from the needle, however part of the needle broke off and stayed in the cap of the tube. There was no medical intervention, blood exposure or serious injury reported.